Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR's: 1018233-2013-00054 and 1018233-2013-00073.